Event description:
Intuvie received a report indicating that during routine preventive maintenance (pm) at right way medical the device had a speaker that did not emit sound. A review of the device¿s serial number history revealed no similar complaints. The failure mode was confirmed and determined to be component failure. The device was repaired using a speaker assembly and passes all tests according to right way medical. The probable cause of the speaker error is due to component failure of the speaker. No patient involvement was reported.

Manufacturer narrative:
Intuvie received a report indicating that during routine preventive maintenance (pm) at right way medical the device had a speaker that did not emit sound. A review of the device¿s serial number history revealed no similar complaints. The failure mode was confirmed and determined to be component failure. The device was repaired using a speaker assembly and passes all tests according to right way medical. The probable cause of the speaker error is due to component failure of the speaker. Reference to complaint # (B)(4).